Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) noticed during a planned maintenance visit that the insulation of the wired footswitch cable had a small scrape on it. There was no exposed wiring, and the footswitch still functioned as intended. In order to resolve the reported issue, the fse replaced the wired foot switch. The system was returned to use in good working order and ready for clinical use. The wired foot switch was returned for further analysis. Visual inspection revealed that the cable was scraped, however no failure was found in functional testing. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issues identified with the wired footswitch did not impact the system functionality and would not be likely to cause or contribute to death or serious injury in case of recurrence. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch did not work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.